Event description:
The customer reported that the battery will not charge and the battery completely depleted and the ventilator will not power on. The customer reported there was no patient involvement.